Manufacturer narrative:
It was reported that smoke was emitting from the surgical clipper charger base. The sample was returned for evaluation. Upon visual inspection of the charging base, it was noted that the back of the base was black in color. There was no injury as a result of the incident. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that smoke was emitting from the surgical clipper charger base.